Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2014 a pt was diagnosed with peritonitis. The pt's (pd) nurse stated the pt was being treated for peritonitis as a result of touch contamination. The pt stated she was having a difficult time setting up and most likely contaminated the connection. The pt was not hospitalized and was treated with vancomycin.